Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Cause of endoleak is unknown). Conclusion: known inherent risk of procedure (endoleak). (Cause of endoleak is unknown).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm . It was reported that on an unknown date, during a routine follow up visit, an endoleak was noted on a CT scan. The patient was asymptomatic. The aneurysm had shrunk from >5 cm. To 3.9 cm during a follow-up. The most recent cta demonstrated enlarging of the abdominal aortic aneurysm to 4.4 cm. An angiogram was done to investigate the cause of the enlargement. Imaging revealed good proximal and distal fixation. There was no type I, ii or type iii junctional endoleak observed. The leak is believed to be a type iii fabric endoleak in the bifurcate. There is a limb extension that extends all the way up to the flow divider on the ipsilateral side of the bifurcate. The fabric tear may be due to ballooning. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.